Event description:
It was reported that the customer experienced a broken pump screen, which resulted in a non-functional display. There was no adverse impact on the customer's blood glucose level as no specific information was provided. The customer initiated the return process for the damaged pump, and a replacement pump was arranged by the distributor. No additional information was provided.